Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: rippling/lopsided appearance. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient who underwent primary breast augmentation with unknown mentor gel implants experienced bilateral rippling and lopsided appearance post procedure. As a result, replacement with mentor gel was performed in 2019. See 1645337-2021-14156 for contralateral prosthesis report.